Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28612f, reader sn (B)(6)). A cue covid-19 test performed on (B)(6) 2023 provided a negative result. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the event. See (B)(4) for alternate potential false positive result.